Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. Replacement pump was sent to customer to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.